Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included levonorgestrel (mirena) since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("enlarged symptomatic fibroid uterus"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy and she underwent an endometrial ablation in 2015). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: surgical pathological report: early secretory endometrium. Focal parakeratosis of exocervix. Bilateral fallopian tube with no diagnostic abnormality. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pain, uterine hemorrhage, menorrhagia, dysmenorrhea, and uterine enlargement". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ uterine hemorrhage, , dysmenorrhea, uterine fibroid. Patient demographics, concomitant medication and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.